Event description:
Boston scientific crm received information that the patient originally had a bi ventricular implantable cardioverter defibrillator (ICD) and was downgraded to a bi ventricular pacemaker. When the pacemaker was implanted the non-boston scientific manufactured left ventricular (lv) and non-boston scientific manufactured right ventricular (rv) leads were used in an off-label manner. The lv lead was implanted in the rv port and the rv lead was implanted in the lv port. The non-boston scientific manufactured lv lead was programmed to unipolar pacing configuration and was noted to be oversensing. The oversensing led to greater than two seconds of asystole. The boston scientific sales representative reprogrammed the sensitivity to 10mv, which has resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.